Event description:
Consumer called to report her meter is giving erratic readings. Gets more high readings than normal. Adjusted insulin on the higher readings and passed out. Was sent to the ER and treated.